Manufacturer narrative:
Follow-up # 1 date of submission 08/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: a review of the pump¿s history showed no evidence of a load step malfunction and no loss of primes. During testing, the pump powered on and displayed the verify screen. The pump was able to rewind correctly, but the piston was not able to detect the cartridge while attempting to load the pump. The force sensor calibration was found to be below specifications. The pump was opened and contamination was found on the force sensor plate. The force sensor resistance was found to be above specifications. Unrelated to the complaint, the internal battery was found to be leaking.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.